Event description:
It was reported by the customer that on (B)(6) 2009, the second distal tip fiber cap fragmented and detached upon initial firing at 0 joules while inside the patient. All pieces of the cap were retrieved and no patient injury was reported. An examination, conducted by an american medical systems quality engineer, disclosed that no failure was detected by testing from (B)(4). The examination also disclosed that the returned fiber cards reported 7,470, 17,880 and 41,350 joules.

Manufacturer narrative:
A failure analysis report was generated by an american medical systems quality engineer. The examination disclosed that no failure was detected by testing from (B)(4). The examination also confirmed that the returned fiber cards reported 7,470, 17,880 and 41,350 joules. The fiber met the specifications. The product labeling (B)(4) provides warning of possible cap detachment in the patient and instructions for retrieving.